Event description:
The customer reported non-reproducible false positive troponin I (accutni) results, for multiple patients, involving unicel dxc 600i synchron access clinical system. The customer stated all patient samples were retested and produced negative results. The customer stated one patient's erroneous result was released out of the laboratory. An amended report was issued within thirty minutes. There was no report of patient injury or change in patient treatment associated with this event.

Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. The customer suspected sample handling or reagent issue, not system hardware. The customer does not use serum samples. The customer has a standard protocol to retest samples between 0.1 ng/ml and 0.3 ng/ml prior to releasing results.